Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end user stated that the pins that lock the legs in place broke while he was on the chair. The end user stated that when was able to look at the chair to see what happened he noticed that the snap buttons were rusted in which caused them to break.